Manufacturer narrative:
All buttons function properly however, insulin pump had moisture damage on keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error, the numbers were scrolling, and the buttons of the device were unresponsive. The customer's blood glucose was 496 mg/dl. The discontinuation of the device was advised. Nothing further was reported.